Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported that an I-stat 1 analyzer would not activate. The analyzer returned to apoc and the investigation revealed a burned capacitor (pn 013827-01-01) as the cause for no activation. The investigation was complete on (B)(6) 2011. Based on the info at the time, there was no injury associated.

Manufacturer narrative:
(B)(4).